Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 26161 number, and no non-conformances related to the malfunction were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what did the patient suffer from (clinical symptoms) which resulted in the prednisone and dilation? Additional information received: patient identifier: (B)(6). General surgery associates, inc. Sex: female. Age (at time of consent): 66 years. Alert date: 13- jun- 2023. Country of event: us. Model: lxmc14. Device lot number: 26161. Date of surgery: on (B)(6) 2021. Adverse event term: patient was prescribed prednisone and referrad to gi for dilation. Severity: moderate. Drug therapy: yes. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: on (B)(6) 2022. Relationship to study device: causal relationship. Outcome: not recovered/not resolved. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank, n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, "pt was prescribed predisone, patient was prescribed prednisone and referrad to gi for dilation". Relationship to study device: casual relationship.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what did the patient suffer from (clinical symptoms) which resulted in the prednisone and dilation? Dysphagia is why pt was treated and ordered dilation.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. Additional information received: date of dilation : blank: (B)(6) 2022. Dilation performed : no: yes. Indicate type of dilation? : blank : mechanical. Severity : mild : moderate. Updated log line 1: diagnostic imaging : no: yes. Updated log line 1: end date : blank : (B)(6) 2024. Outcome : not recovered/not resolved : recovered/resolved. Updated log line 1: adverse event term : pt was prescribed predisone for dysphagia : dysphagia. Updated log line 2: adverse event term : patient was prescribed prednisone for dysphagia and referred to gi for dilation : dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. Additional information received: log line 1 update: adverse event term : pt was prescribed predisone for dysphagia. Log line 2 update: adverse event term : patient was prescribed prednisone and referrad to gi for dilation patient was prescribed prednisone for dysphagia and referred to gi for dilation.